Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen, and the balloon was loosely folded. The balloon was found to have a partial circumferential tear 1.1cm proximal from the tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during initial inflation at 6 to 7 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during initial inflation at 6 to 7 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.